Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator (ins) for urge incontinence. It was reported that the device is not working. The caller called back the following day reporting that the patient has been experiencing a return of bladder symptoms for probably the last month. During the call, the caller attempted to connect to the implant however, was not successful even after repositioning several times. Patient services suggested powering the components off and starting over however, the caller said that he does not have time and knows that he is over the implant. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.